Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that that 4 bd ultra-fine¿ 3/10ml insulin syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the customer found liquid in the barrel before use.

Event description:
It was reported that that 4 bd ultra-fine¿ 3/10ml insulin syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the customer found liquid in the barrel before use.

Manufacturer narrative:
H6: investigation summary: customer returned (4) loose 3/10cc, 12.7mm syringes along with a slide. Customer states that there is liquid in the barrel. All returned syringes were examined and no liquid or any other foreign matter was observed in or on any of the returned syringes. Also, no liquid or fm came out of the cannula when the plunger rod was fully depressed. Unable to perform DHR check for foreign matter (liquid in barrel) due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.